Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other company¿s device that used in this study: 8-mm tip fantasista ablation catheter ((B)(6) lifeline). Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that 1 patient with non-paroxysmal atrial fibrillation underwent radiofrequency ablation and suffered sepsis. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿very long-term clinical outcomes after radiofrequency catheter ablation for atrial fibrillation: a large single-center experience.¿ the purpose of this study was to investigate the very long-term outcomes after radiofrequency catheter ablation for atrial fibrillation in a large number of consecutive patients. The study was conducted from (B)(6) 2004 and (B)(6) 2015. Suspected device is navistar ablation catheter, however catalog and lot number are unknown.